Event description:
It was reported that site contacted intuitive technical support engineer (tse) to report continuous issues with patient side manipulator (psm)2. The site described having draping issues with sterile adapters attaching and coming off on its own, drive was not working properly since it was not going up and down properly. They were able to continue and proceed with cases, but reoccurring issues returning with drive #2. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side manipulator (psm). The system was verified and ready for use. The unit was analyzed and error 31010 was found occurring frequently on the reported psm, confirming there was trouble installing the sterile adapter in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.